Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up. Upon interrogation, the pacemaker exhibited back-up vvi operation. A manual read of the hardware indicated that the device had reached elective replacement indicator. On (B)(6) 2018, the pacemaker was explanted and replaced. The patient tolerated the procedure well and was stable before, during, and after.